Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736119r, serial/lot #: (B)(6), ubd: , UDI# h3, h6: the cmptr was returned for analysis. The cmptr was analyzed and it was determined the computer is fully functional. FDA codes 10, 213, 67 applicable to cmptr 9736119r . H3, h6: the rollingstone embedded computer was returned for analysis. The reported issue was confirmed. Functional testing determined the computer has a dead cmos battery. FDA code applicable to embedded computer are 10, 120, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). No patient involved. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system used outside of procedure. It was reported that the site's fusion states no input detected when powered on. The ent rep took the panels off of the system and stated the axiem is showing a #8 on the side and the computer fan is not running. Troubleshooting was done on the computer and the ent rep confirmed the computer is not booting. He reseated the power cable and no change. No patient present at the time of event. On 2019-dec-19 additional information received: duplicate case created with (B)(4), cs will complete work order under (B)(4). Two computer shipments created for one issue. (B)(6) will ship back unopened computer under: (B)(4).